Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump continued to alarm no delivery. Customer's blood glucose was over 5 mmol/l. Customer stated she changed the infusion set twice and the reservoir three times and alarm persists. Customer stated she used the first reservoir and infusion set with her old insulin pump and if functioned fine. Customer is admin issues with the insulin pump. Customer mentioned earlier on the day the device had alarmed low reservoir louder than usual. Customer declined further troubleshooting and requested the device to be replaced. The device is being returned for further analysis.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. The insulin pump was unable to perform occlusion, prime and excessive no delivery test due to prime alarm. No audio/beep anomaly during test noted. The insulin pump was received with cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.